Event description:
It was reported that the flow sensor was coming loose from the cable and subsequently disconnected completely, resulting in loss of ventilation. It was reported that the patient has to be resuscitated.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.